Manufacturer narrative:
Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 356300, model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.